Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited t-wave oversensing (twos) post biventricular pace resulting in delay of paced beats. The patient experienced bradycardia as a result. The rv lead remain was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.